Manufacturer narrative:
Manufacturer's investigation conclusion: no issues with the centrimag blood pump were identified through this evaluation. The centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The ous (outside of the united states) 2nd generation centrimag system operating manual (rev. L) is currently available. Section 3 entitled "warnings & precautions" warns "one additional centrimag console, motor, and flow probe are required as backup components in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Sections ¿7.3.3 response to system alarms or alerts¿ and ¿11.1 appendix I ¿console alarms and alerts¿ contain lists of console alarms and alerts, including the m3/m4 and s3 alarms, as well as appropriate operator response to these events. Section 9 ¿emergency/troubleshooting¿ provides instructions on replacing components during certain circumstances. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the malfunction occurred during device set up. The motor was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a m3 alarm occurred. The centrimag motor did not work. Console MFR # 3003306248-2023-05035; motor MFR # 3003306248-2023-05028.